Event description:
Pt underwent primary hip procedure on (B)(6), 2005. Revision procedure was performed an (B)(6), 2011 due to unexplained pain. No further complications have been reported.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. Current info is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported. This is 1 of 2 mdrs relating to the same reported event. Please see MDR 3002806535-2011-00139. This report filed (B)(6), 2011.